Event description:
A malfunction code was reported by the customer, but no notable events occurred prior to it, and the malfunction code could be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Technical support provided information on resetting the pump, and the customer successfully reset it without the malfunction code recurring. The customer was instructed that they could continue using the pump and acknowledged this guidance.